Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had high blood glucose over 600 mg/dl. Later blood glucose was over 500 mg/dl. No delivery alarm on insulin pump was also reported. The customer experienced symptoms such as nausea. The customer was treated with manual injection. The insulin pump is expected to be returned for analysis.

Manufacturer narrative:
Unit received with operating currents within specification. Unit passed self test, unexpected restart error test, displacement test and basic occlusion test. Unable to prime unit during prime test due to faulty force sensor resistor. Unable to perform occlusion test, delivery accuracy test, excessive no delivery test or verify excessive no delivery alarms due to prime anomaly. Unit received with cracked case at display window corners, display window, reservoir tube lip and battery tube threads. Unit received with minor scratched display window and case. Unit received with stained end cap sticker.